Event description:
It was reported the patient developed an infection following an implant of his spectra penile prosthesis cylinders. The patient was treated with an oral antibiotic and skin scrub/treatment "applied directly to the skin infection near the implant." The device remains implanted. No further patient complications were reported in relation to this event with no further intervention planned at this time.